Event description:
Distal part of augmentation needle broke off remaining in patient's vertebra. Needle remains in pt.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility for investigations. Results of the investigation are pending. Follow-up report will be filed.